Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The evaluation found the device inoperable due to constant downstream occlusions caused by failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an unspecified problem. Any patient involvement, injury or medical intervention is unknown. During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.